Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
It was reported that surgeon was doing a retrograde femoral nail surgery for a sub-trochanteric femoral fracture on a (B)(6) male resulting from a motor vehicle accident. Surgeon started reaming the canal to implant the nail, using the front cutting reamer head for the flexible reamer, and the tip of the reamer head broke off in the canal. The surgeon was unable to retrieve the fragment and it remains implanted in the femur. The surgeon used another reamer from a 2nd set and completed the surgery. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Patient identifier and patient weight provided by the surgeon.note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Event description:
This is report 1 of 1 for complaint (B)(4).